Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
As the surgeon impacted the tibial component using the fb impactor on the impaction handle the red connection piece snapped off.

Manufacturer narrative:
Conclusion and justification status: the complaint states total knee joint replacement. As the surgeon impacted the tibial component using the fb impactor on the impaction handle the red connection piece snapped off. It was not clear how this occurred. Rep not present. It was reported that all pieces were collected. The operation was completed at per surgical technique. No delay or adverse event. The investigation confirmed that the lever had broken as reported. It should be noted that a field safety notice was issued stating that to reduce the possibility of leaving fragments in patients to adhere to the IFU which include inspecting the instruments to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure the complaint shall be closed to CAPA; it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
Conclusion and justification status: the complaint states as the surgeon impacted the tibial component using the fb impactor on the impaction handle the red connection piece snapped off. It was not clear how this occurred. No products were returned hence the complaint cannot be confirmed. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.